Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6), 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-04146, 04147, 04148 and 04149.